Event description:
Additional information received reported that at refill 0.2 milliliters (ml) was expected but "a couple" ml's were withdrawn from the pump.

Event description:
It was reported that an alarm was heard, and telemetry confirmed a non-critical alarm was occurring. The alarm was due to a low reservoir volume being reached. There was not a therapy or medical problem. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the event was due to "a mix-up on refill date schedule" and the parents were out of town due to illness. The patient presented for baclofen pump refill after the low reservoir alarm had sounded but the father did not hear it. A refill of the pump was done and assured that reprogramming was appropriate. There were no clear withdrawal symptoms or signs. The patient was reported to be doing well.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).